Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm, rewind anomaly, keypad unresponsive error and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-397a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-397a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement, sleep current measurement test and occlusion test. All buttons function properly. No abnormal rewind anomalies were, or alarms were noted during testing. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 104: 06/24/2024 12:06:00.000 was found in the history files or traces. Pump was cut to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. Motor was tested outside of the device and passed. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of jul 01, 2024 or two days prior. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (faded). No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Rewind anomaly not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Failed battery test was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.